Manufacturer narrative:
The tech found the caster was failing to hold the wheel from rolling when the brake is engaged. He replaced the caster to repair the bed.

Event description:
The account's maintenance alleged the brake is not holding on head side.